Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.010.410; lot: 8584178; manufacturing site: bettlach; release to warehouse date: october 30, 2013. The device history record shows this lot of 25 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: bettlach. Selected flow(s): 5. Broken. Visual inspection: the instrument was not delivered in the original packaging. Its laser marking was readable. Some wear and using marks over the whole instrument are visible. The impactor for pfna blade was delivered as one piece but broken -from the tip- as described in the complaint description and the part that broken off was not delivered (see pictures below). Functional test: a functional test was not performed since the instrument was delivered broken off from its tip (see pictures in visual inspection section) where the blade is inserted to be installed. Document/specification review: the manufactured and current revisions of the drawing were reviewed, and no relevant design changes were identified. A DHR review was performed for the finish good product 03.010.410, lot 8584178 and a relevant work order as well as for the sub component, and its relevant work order. At supplier createch, there was a non-conformity report (ncr) created about one piece that was missing the protection cap (plastic for protection) for the hex. Createch did as an intermediate action a protection cover on this piece (only 1 piece reported). During this investigation there were no indication found that this ncr and the complaint condition are related to each other. Therefore, no issues, deviations were found which could lead to the complaint condition. Dimensional inspection: all measured dimensions tested are according to the device drawing and all has pass the specification except for the ¿inner diameter¿ feature tested with a go/no go gage. This feature has not passed due to the tip is broken and the go/no go gage cannot be properly inserted. Material or hardness review: the hardness was measured according to the device drawing and has passed the specification: 596 hv10 (tolerance of hardness according to device drawing. Summary: according to the investigation results this complaint is unable to be confirmed about the functional issue reported since the article is broken from its tip and the functional test could not be performed. Only the breakage has been confirmed. However, from the manufacturing point of view this complaint is rated as not valid because the all the features measured have passed its specifications (see section 2.4-dimensional inspection) except for the one damaged -broken during usage of the product-. In addition, during the manufacturing process no manufacturing issue was detected neither in the manufacturing documentation reviewed (DHR and drawing). Therefore, as any manufacturing issue has been excluded no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: legal manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Patient age and date of birth are unknown. The patient was reported as ¿elderly¿. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: oct 30, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4) was utilized for revision surgery and additional medical intervention due to reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation (pfna) system implant procedure to treat a transverse sub-trochanteric fracture, the locking the pfna blade inserter handle could not be rotated to lock the blade and remove the handle. After multiple attempts it was decided to remove the blade and exchange for new one, but blade and inserter could not be removed. Multiple attempts to remove blade were made resulting in a broken impactor tip left in the blade in the patient. The surgery was then completed as per standard procedure excluding the blade being locked. There was a 30 minute surgical delay due to the reported event. Additional information was received reporting that the surgeon commented postoperatively that he had difficulties inserting the blade and in so doing, broke the tip of the inserter which was left implanted in the blade. The blade could not be locked during the procedure. The surgeon indicated that the scrub nurse may have incorrectly assembled the instruments during the procedure, and that may have been the reason why the event reported occurred. The nurse may have cross threaded the blade when attaching the inserter and that is why it could not be turned to lock the blade or the blade may not have been fully seated on the impactor so when the blade was inserted into the hip it jumped a thread when hit with the hammer. The patient outcome was routine; however there is concern that there may be risk of revision surgery is the blade backs out due to it not be locked in position. Concomitant parts reported: 1x unknown nail, part unk, lot unk. This report is 1 of 2 for (B)(4).